Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical assistance center (tac) worked to troubleshoot the issue with the customer over the phone. The scope was moved to another unit and produced the same error. Other scopes were tried on both processors originally giving an error with no issue. The customer will send the scopes causing the issue in for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a temporary malfunction of the circuit board may have occurred. In addition, as described in the instruction manual, "securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output," it is also possible that an electric contact failure occurred due to incomplete connection with the main unit or adhesion of foreign matter (on the scope side). This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the cv-190 evis exera iii video system center was presenting a b30 scope communication error. There was no report of health consequence to a patient. No additional information has been obtained.